Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing noise. It was noted that the lvad device signals and lfa was programmed on which was causing the device to oversense and allow pauses. Programming changes were performed. The patient was hemodynamically stable.